Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after training, the insulin cartridge had been filled to 180 units with a confirmed reading of 156 units, but later displayed 0 units without any noted precipitating events, while the patient¿s blood glucose was 117 mg/dl and stable. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization or medical intervention. Investigation included consultation with clinical support and ongoing performance monitoring of the device. Investigation of this case revealed that the source of insulin depletion could not be identified and a leak was suspected based on the empty cartridge alert. It was concluded that the cause of the reported low drug condition could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.